Event description:
The iab was inserted into the pt's right femoral artery at 3:00 pm in the cath lab . The pt went to micu at 4:00 pm and upon arrival, the "leak" alarm sounded from the pump. There was loss of augmentation and a flash of blood was noted at the base of the iab catheter. The dr was notified and the iab was removed. A second iab was inserted. (Co was notified of this event on 5/9/97 via the mandatory medwatch form from the user facility; uf/dist report number: not provided. (Event complications: unk-reported 5/9/97. (Pt's current status: unk-reported 5/9/97.)

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: it was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. It is possible that the user perceived blood within the inner lumen as blood within the membrane. Blood noted entering the inner lumen during iab insertion is a normal occurrence and not a product defect. The inner lumen can be used to obtain an arterial waveform during iabp.